Manufacturer narrative:
On 21-dec-2016 during an operator training meeting, the technical service representative (tsr) calibrated the troponin assay. The biorad cardiac marker control level 1 was closer to the expected range but still out of range. Levels two and three were within 1 sd of the mean. The tsr ran multiple analyte control (mac) levels 2 and 3. Those results were close to the mean. On 27-dec-2016, using another lot mac controls, the customer performed another run, this time with acceptable results. The issue is with the biorad level 1 control range. That same date, the qa at tosoh, evaluated the lot and recovered results of 0.36/0.30/0.32, range = 0.18 - 0.33. These results were indicative that the customer needs to establish control ranges based on their analyzer/reagent lots/laboratory conditions. No further action was required. The aia-360 was working as intended, no assay issues observed. Most likely cause for this event was inappropriate control ranges for the assay. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA( B)(4).

Event description:
On (B)(6) 2016, a customer reported issues with aia-360. The customer reported high l1 on troponin (ctn). The customer was unable to trust results and requested service to address the event, which resulted on delayed results reporting for troponin. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in delayed reporting of troponin results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.